Manufacturer narrative:
Analysis could not confirm the reported event, but the touchscreen assembly was replaced as a preventive action. It was also noted that both keyboard hinges were broken. The new touchscreen was calibrated and software was updated. The device was cleaned. The programmer then passed all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a calibration issue with the stylus on the screen and software updates were not possible. The programmer was returned for servicing. No patient complications have been reported as a result of this event.